Event description:
Caller states that the pt tested less than 45mg/dl on the inform sys and 11 minutes later received 1 amp of d50. Approx 20 minutes later the pt tested 126mg/dl on the inform sys and, within 10 minutes, 700mg/dl on a lab result. Customer received an unk type and amount of insulin based on 700mg/dl result. Requested return of suspect sys and replacement was sent.